Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported that infection was observed. The device was explanted. There were no complications during the procedure. The wound looks good and no sign of infection. The patient continues to take antibiotics. Patient was stable.